Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Misaligned jaws and scissored clips. The analysis results of the device found that it was received with the jaws misaligned. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, the clips were fed as intended; however, due to the misaligned condition of the jaws 7 scissor clips were formed and 6 conforming clips. Possible causes for the condition found may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel.

Event description:
It was reported that laparoscopic cholecystectomy it jammed after the first firing and the clips could not be dispensed from the clip applier. The procedure was completed with another device. No patient consequences reported.